Manufacturer narrative:
The reported event was the lead could not be fixed. As received, a complete lead was returned with the helix retracted and clogged blood/tissue. After cleaning lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be implanted. The lead was not used, and a new lead was implanted. The patient was in stable condition.